Event description:
It was reported that the patient presented for a procedure. Upon interrogation, it was noted that the right atrial lead exhibited high capture threshold and p-wave amplitude variation. The lead was capped and replaced on 08 dec 2022. The patient was stable.